Manufacturer narrative:
The customer reported that the device failed to discharge when running the opcheck test. There was no reported pt involvement. Philips evaluated the device and confirmed the problem. The device was repaired by replacement of the therap pca. After passing all required post servicing tests it was returned to the customer.

Event description:
The customer reported that the device failed to discharge when running the opcheck test.